Event description:
It was reported that the patient¿s lead was explanted and replaced because of poor placement. The reporter did not know when they determined the lead was not placed in the correct spot, but programing helped discover the issue. The patient had not yet been programmed and was waiting to get to the neurologist. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3389s-40, lot# va0phqn, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va0m2gh, implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).